Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 585 mg/dl. Customer did not stated any symptoms and treatment related to high blood glucose. Customer was not using the insulin pump system within 48 hours of reported high blood glucose event. It was unknown if the auto mode feature was active or not at the time of incident. Customer stated that they tested the infusion set and the insulin was not coming out. The insulin pump alarmed insulin flow block alarm. Customer stated that the insulin exited during prime fill cannula process. No further patient complications were reported. Troubleshooting was not performed. The device will not be returned for the analysis. Frn-mmt-332a-rsvr, unomed set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.